Event description:
On (B)(6) 2011, doctor reports pt had corneal abrasion, corneal edema, pain and redness. This has been ongoing since (B)(6) 2011, pt is currently in glasses and vision still is not correct. On (B)(6) 2011, follow up with ecp notes decreased visual acuity lasting longer than 7 days.

Manufacturer narrative:
New information on (B)(6) 2011 from doctor, this is being filed as corneal abrasion with decreased visual acuity lasting longer than 7 days. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.